Manufacturer narrative:
(B)(4). Additional information: preliminary evaluation of the returned sample indicates spring wire guide/ needle resistance: kinked.

Event description:
The customer alleges that the spring wire guide was broken. The medical doctor completed the procedure without any abnormality with the same products.

Manufacturer narrative:
(B)(4). The customer returned an opened kit with a guide wire assembly and introducer needle. Visual examination revealed two kinks in the guide wire. The sample contained signs of use in the form of biological material. The returned guide wire was returned threaded through the introducer needle. The guide wire contained a kink at the bevel of the needle. The guide wire advancer and introducer needle were both clogged with biological material. The outer diameter of the returned guide wire was measured and was within specification. The total length of the guide wire and location of the kinks could not be determined as the sample was damaged. The returned guide wire was unable to advance through the returned introducer needle as the biological material occluded the needle. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". (Con't) other remarks: based on the investigation performed, the reported complaint was confirmed. The guide wire contained two kinks. The returned guide wire passed all relevant dimensional specifications. Based on the sample received it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the spring wire guide was broken. The md completed the procedure without any abnormality with the same products.